Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implantable defibrillation lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) that all other lead measurements were confirmed to be stable and acceptable. The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.